Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 370105ar meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 - 3.. (B)(6) 2016 inratio inr = 5.0; retest inratio inr = 1.3, 30 minutes between tests. Historical inratio inr values: (B)(6) 2016 inratio inr = 1.4, (B)(6) 2016 inratio inr = 1.3, (B)(6) 2016 inratio inr = 3.6, no adverse patient sequela.